Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a manual release tube problem was confirmed during product evaluation. However, the quality engineer has not determined the cause of the reported condition. Since no assignable cause was provided during product evaluation, no repair was performed for the reported condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Event description:
The facility representative reported a colleague infusion pump with a manual tube release problem. It is unknown when this condition occurred in the general patient ward. This condition could cause an interruption of delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available.